Manufacturer narrative:
Device evaluated by manufacturer: a longitudinal balloon tear was identified 8mm proximal from the proximal edge of the tip. The tear extended proximally along the balloon material and measured 33mm in length. No issues were noted with the tip section of the device and no kinks or damage were noticed along the shaft of the device. No markerband damage was noted. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2015-09057. Balloon burst was reported. The target lesion was located in a non tortuous, strongly calcified vessel. The physician selected a 6.0 x 200, 135cm mustang balloon catheter for use. During inflation the mustang burst at 20 atm. The device was removed from the patient. Another 6.0 x 200, 135cm mustang balloon catheter was advanced t the lesion, inflated and also burst. The device was removed from the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient status was stable.

Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID: 2134265-2015-09057 balloon burst was reported. The target lesion was located in a non tortuous, strongly calcified vessel. The physician selected a 6.0 x 200, 135cm mustang balloon catheter for use. During inflation the mustang burst at 20 atm. The device was removed from the patient. Another 6.0 x 200, 135cm mustang balloon catheter was advanced t the lesion, inflated and also burst. The device was removed from the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient status was stable.